Event description:
Customer called to report the customer went to swim in salt water and noticed the sport guard had water. Also stated the customrer did not apply vaseline on the edges of the lid. Further customer dried the syringe compartment, but there was rust and white substance on the lead screw. Since the incident customer was receiving an a-35 alarms. Troubleshooting was performed. Pump tested ok.